Manufacturer narrative:
No button error alarms noted during testing. The up arrow button on the insulin pump was unresponsive due to corroded keypad traces. No moisture damage was noted on the electronics. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 380 mg/dl. Customer stated the alarm occurred right after the device was exposed to moisture since she wears the device in her bra. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device.